Manufacturer narrative:
The primary and backup system controllers were returned to the MFR for eval and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 19 months of support on the lvad, the pt expired. The pt was reportedly on the system controller without external power and running on backup battery power during the event. The pt had returned to his bedroom after retrieving the backup system controller from the care and expired. The pt's sister found the pt "connected to everything" with the backup system controller message stating that it was charging. The vad coordinator reported that the primary system controller history contained a pump disconnect during the event and the backup system controller did not appear to have been used. The vad coordinator believed that the pt might have expired while trying to swap system controllers. The pt's family refused an autopsy.